Event description:
Left inner jugular triple lumen catheter line change over wire resulted in triple lumen catheter tip being severed under skin. Angiography required to retrieve tip of catheter (about 18 cm).